Manufacturer narrative:
Product event summary: the lead was returned in segments. Analysis was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947 implantable tachy lead (B)(6) 2013; 5554 implantable pacing lead (B)(6) 2013. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead dislodged post implant. Therefore the lv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.